Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit but was unable to confirm the reported issue. The fse discovered that the safety disk and the 5000 hour maintenance kit needed to be replaced, as they were expired and could prevent future errors and ensure better performance. The fse submitted a payment order for both parts and replaced the 5000 hour maintenance kit but is still awaiting payment clearance for the safety disk, which will be installed once the part is available. The fse performed all functional tests successfully and returned the unit to the customer in good working condition. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: g2.

Event description:
N/a.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had a low vacuum error during routine check. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.